Manufacturer narrative:
Bolton medical is awaiting additional information about the case in order to conduct an investigation.

Event description:
Case report from (B)(6) reported as: (B)(6) 2015: perforation of relay plus bare stent was confirmed (the right vessel wall from the patient's side). This relay plus had been implanted on (B)(6) 2015 for dissecting aneurysm. Dissection occurred 3 years ago. The total arch replacement was performed. Relay plus was cut around the distal portion of first stent and sutured with the graft. Physician's comment: "selected relay plus model could be bigger."

Manufacturer narrative:
This emdr was originally submitted through the test emdr system on 11/17/2015 instead of the production emdr system due to issues my firm encountered when enrolling in emdr. This report reflects the date in which the report was resubmitted to the production emdr system of the database following advice from FDA's emdr help desk. However, as per the attachment, the original report was submitted on 11/17/2015 and acknowledged by FDA on 11/18/2015.